Event description:
It was reported that a physician was attempting to deploy an assurant cobalt peripheral stent to treat a lesion in a patient. It was reported that the stent came off the balloon in an undesired location; however, they were able to then get it to the desired location. It was also reported that the anatomy was tortuous and it may have contributed to the event. The stent was deployed successfully in the right place. No patient injury occurred and no clinical sequelae were reported.

Manufacturer narrative:
Evaluation results: no results available since no evaluation performed (device or procedural images not provided for review). Inherent risk of procedure (stent embolization). Patient condition affected effectiveness of the device (patient lesion morphology, tortuous anatomy most likely contributed to the embolization). Evaluation conclusion: unable to confirm complaint (device or procedural images not returned for evaluation). Device failure/lack of effectiveness related to patient condition device (patient lesion morphology, tortuous anatomy most likely contributed to the embolization). Known inherent risk of procedure (stent embolization). (B)(4).